Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during cataract extraction with intraocular lens implantation surgery, an ophthalmic handpiece had occluded and the tip was not clearing. A corneal burn occurred in the patient's right eye, resulting in post-operative astigmatism. The wound was found to not be water tight, and sutures were placed. Further treatment was planned for suture removal. The patient's symptoms are continuing. This report pertains to ophthalmic handpiece involved for this reported event.